Event description:
Pt prescribed tridil at 3cc/hr. Administered via IV pump. Medication discontinued. Power on IV pump still in pump. Pt received approximately 40 cc of tridil in 5 minutes with systolic b.p. Down to 69. Dopamine initiated with slow recovery of b.p. Involved pump taken out of service immediately however was never received in central processing for inspection by biomedical engineering. It is suspected that pump inadvertently returned to service, therefore all 6200 pumps are being tested.